Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, low back pain, depression, hypertension, mixed incontinence and palpitation. Concomitant products included amlodipine, clonazepam (klonopin), lamotrigine (lamictal), medroxyprogesterone acetate (provera), obetrol (adderall) and solifenacin succinate (vesicare). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysgeusia ("metallic taste"), fatigue ("fatigue"), headache ("headaches"), anaemia ("anemia"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("bilateral hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysgeusia, fatigue, headache, anaemia, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, arthralgia, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter added. Demographic added. Event added are as follows: vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia. Concomitant drug and condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysgeusia ("metallic taste"), fatigue ("fatigue"), headache ("headaches"), anaemia ("anemia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysgeusia, fatigue, headache, anaemia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, dysgeusia, fatigue, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.